Event description:
It was reported that the core sumex drill was running in reverse during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that the core sumex drill was running in reverse during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event of the device running in the incorrect direction was not confirmed. The handpiece was found to be running in the correct direction during testing by the repair technician and diagnostic engineer. No failure modes were observed in the handpiece that would cause or contribute to the reported event; therefore, no root cause was determined.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.